Event description:
A pt reported blood glucose results of "202 mg/dl" with a lifescan meter and "148 mg/dl" on laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. A control solution test performed on 6/17/2003 fell within the accepted range (141 mg/dl/103-139 mg/dl).